Event description:
When rn opened a ground pad from packaging, the white plastic adapter which fits into the cautery machine came apart in 2 pieces. The product was never in contact with the patient.======================manufacturer response for cautery grounding pad, electrosurgical grounding pad with safety ring (per site reporter).======================event was reported to 3m customer service. Awaiting e-mail indicating follow-up and possibly send back to manufacturer for investigation.